Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of asdxs0059 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asdxs0059) have been reported from the same facility in (B)(6).

Event description:
It was reported a large amount of air was aspirated although blood return was confirmed after puncturing into port. It was stated this occurred with two devices. There was no reported patient injury. This report addresses the first device. This device was discarded.